Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. The morphine had started at 9.5 or 10 mg. The date of the event was approximately (B)(6) 2014. It was reported the patient needs to have the pump replaced because it was not intact anymore. The wire mesh had come apart and was causing pain. The issue began almost directly after implant and had progressively gotten worse. It got really bad in (B)(6) 2017 and now the patient could not take it anymore the top of the pump was tipping forward. The patient had discussed the issues with the managing physician and will be seeing the surgeon in two weeks. The patient was told that they could not do a revision because where they would have tried to put it lower, its such a mess on that side so they most likely will have to switch sides. The patient believed the hcp will replace the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.